Manufacturer narrative:
A customer from outside the united states reported observation of a falsely-depressed atellica im thyroid stimulating hormone 3-ultra (tsh3-ul) result which was discordant relative to alternate-method testing. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthineers is investigating.

Event description:
A discordant, depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result was obtained on a patient sample on an atellica im 1600 analyzer compared to the result from an alternate method. The discordant result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tsh3-ul patient result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00298 on (B)(6) 2022. Additional information: sep 20, 2022. Patient sample in question is not sent to siemens for internal testing. Customer confirmed that the sample type is serum. Section d8: was this device serviced by a third party? Updated to no. Additional information: oct 12, 2022. An outside the united states customer observed a discordant low result of <0.008 uiu/ml on the atellica im thyroid stimulating hormone 3-ultra (tsh3-ul) assay on one patient sample with reagent lot 394. The tsh3-ul result for the patient was normal on an alternate method. Most likely the cause of the undetectable tsh3-ul result is from an extreme rare genetic variant. Under the limitations section of the IFU for tsh3-ul, it states the following: "as with any immuno-recognition measure of a peptide, extreme rare genetic variants may exhibit varying degrees of detection." No product problem is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.